Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the affected endoscope for evaluation at the time of this report.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that they had an error, and the video image of the endoscope flipped. The tse found the 23003 error in the logs pointing to an issue with the endoscope. The tse advised the csr to change out the endoscope if needed. The procedure was completing as planned with no reported injury.